Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call hospitalized due to high blood glucose and possibility of hypoglycemia. The customer was also reported experiencing low blood glucose. The customer's blood glucose was below 20 mg/dl at the time of the incident. The customer was reported over correction of blood glucose that led to the high blood glucose. The time of the hospitalization was 11:30am to 12:00pm and the date of the hospitalization was (B)(6) 2015. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.